Manufacturer narrative:
The user experienced severe hypoglycemia resulting in loss of consciousness and hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, a factory reset event, and no motor errors; the ilet was delivering insulin as requested and responding appropriately to cgm glucose values. Review of available reports indicated the user consumed breakfast at approximately 7:00 am but did not announce the meal until approximately 9:00 am when glucose values were within normal range. Medical review determined that the delayed meal announcement likely contributed to subsequent hypoglycemia. No device malfunction was identified during investigation. Based on available information, the event is attributed to user error involving a late meal announcement. If additional information becomes available, a supplemental MDR will be submitted. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
On 10-jul-2025 it was reported that on (B)(6) 2025 the user experienced hypoglycemia with blood glucose (bg) levels of 40 mg/dl, resulting in loss of consciousness, head injury, concussion, and hospitalization. Emergency medical services were contacted, and the user was transported to the hospital where the user was admitted on (B)(6) 2025 and discharged on (B)(6) 2025. No long-term health effects were reported.